Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 593 mg/dl. Customer also stated that insulin pump had no delivery alarm and they tried using fill cannula and notice that insulin coming out of the tubing. Customer states the cannula was bent. The device will not be returned for analysis.